Manufacturer narrative:
Method: DHR review. Labeling addresses complications associated with all surgical procedures, including poor wound healing, hematoma, serous fluid accumulation, nerve damage or irritation, neuralgia, etc. Results: anticipated or known.

Event description:
This is the same pt and same event described in 2028924-2015-00005. Implantech has elected to describe this as one linked event, however we are submitting separate reports to capture the two, separate products involved in this incident. Complainant reports that pt was implanted with tear through implants and malar implants bilaterally, and because there was some overlap of the devices, titanium screws were used to fixate the devices. Approximately 20 days post implantation, pt had left intraoral dehiscence, screw had come loose, and malar implant was not well fixated. Physician removed left side malar implant, cleaned it, reinserted it and refixated the device. Right side had small possible seroma at that time. Two weeks later, there was again dehiscence of left intraoral incision, however device was immobile. Physician removed left side malar implant, cleaned and reinserted. Seroma was again noted on right side, and physician removed both right side implants, trimmed them to remove overlap, and reinserted them. Eleven (11) days later, continuing problems with dehiscence led physician to remove the malar implants bilaterally. Seroma was still evident on right side, but no purulence was noted. Complainant reports that patient is now seeing another physician, and thinks the other physician removed the tear through implants bilaterally in (B)(6) 2015 and performed a surgical procedure to address right side ectropium.